Event description:
It was reported the night prior to the report the patient was unable to recharge and was getting the reposition antenna screen. The night to the report the pp wasn¿t working and the patient was getting the poor communication screen. The patient last recharged a week ago and stopped feeling stimulation the day prior to the report. The patient later reported they received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).